Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation did not reproduce the reported symptom door not fully latched alarm, but was found to be out of specification in relation to the reported symptom. The evaluation found that the upper link switch was missing, which is known to cause door not fully latched alarms. The upper auxiliary assembly was replaced, which includes the upper link switch.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no patient injury.